Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) did not turn on and there was a loose battery contact inside the battery drawer. It was noted that the hanger assembly was broken and the display wires were pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not turn on and the battery compartment, battery contact and components were loose. There was no patient involvement.